Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that water droplets were found in the barrel of the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that there were water droplets inside the barrel."

Event description:
It was reported that water droplets were found in the barrel of the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that there were water droplets inside the barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-jan-2023. . H6: investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that there were water droplets inside the barrel. The returned syringe was examined and no foreign matter was observed in or on the sample. However, when the plunger rod was fully depressed, a small, clear droplet of material came out of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. See attached photos and spectra. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Embecta was able to confirm the customer¿s indicated failure. The root-cause could not be determined. H3 other text : see h10.